Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant mona lsa stent graft system and a valiant captivia stent graft were implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that three days later the patient complained of an anterior headache and medications were given. The patient¿s symptoms improved after the lumbar drain was removed but four days post the index procedure experienced sudden headache with nausea and vomiting. The event resolved with medication. The investigator has assessed the event to not be related to device or procedure. The sponsor has assessed the event to not be related to the device but related to the procedure. No additional clinical sequelae were reported and the patient is fine.